Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that fluids were extracted from the patient's pericardium due to a micro-perforation. The patient was running a fever but otherwise was stable. This implantable defibrillation lead and the device were explanted three days after initial implant due to concern of migration. No additional adverse patient effects were reported.